Manufacturer narrative:
Device is combination product. Age: around (B)(6). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2012-01571. (B)(4). It was reported that after a percutaneous transluminal coronary angioplasty (ptca), the patient experienced a myocardial infarction. The target lesion #1 was a long lesion located in the mid lad (left anterior descending artery) extending into the proximal lad with 80% stenosis. It was 32 mm long with a reference vessel diameter of 2.50 mm. The target lesion #1 was treated with rotational atherectomy, pre-dilatation and placement of a 2.50 x 38 mm taxus element stent with 0% residual stenosis. The target lesion #2 was a long lesion located in the lmca (left main coronary artery) extending into the proximal lad with 80% stenosis. It was 32 mm long with a reference vessel diameter of 3.00 mm. The target lesion #2 was treated with rotational atherectomy, pre-dilatation and placement of a 3.00 x 32 mm taxus element stent with 0% residual stenosis. Per source, it was recommended that the subject return for treatment to the rca (right coronary artery). One day post index procedure, the subject experienced elevated cardiac enzymes and the site reported a myocardial infarction (peak ck= 315 iu/l, uln=170 iu/l; peak ck-mb=40 iu/l, uln=16 iu/l; peak troponin=2.42 ng/ml, uln = 0.05 ng/ml). The subject did not experience stent thrombosis (st) or abrupt closure and did not experience ischemic symptoms. No action was taken to treat this event. This event was considered resolved without residual effects. The subject was discharged on aspirin and clopidogrel.